Event description:
Caller reported an unexpected insulin gauge display, showing a fill estimate different from what was expected. The displayed fill estimate was lower than the expected amount, marking a discrepancy of more than 30 units. Caller continued using the existing pump, followed corrective steps with assistance from technical support including disconnecting and delivering a bolus, and reloading the cartridge. Despite attempts, the difference remained. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through filling and loading a new cartridge, resolving the issue.